Event description:
It was reported that a customer experienced a low blood glucose level and went to the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.